Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to attempting to implant the right ventricular (rv) lead, the helix of the rv lead could not be extended. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences following the procedure.